Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vaso view hemopro would not retract. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the steel main tube was lightly bent, therefore it was difficult to extend and retract the c-ring. While we are unable to conclusively determined a root cause; as per inspection procedure tqc point: "verify that the c-ring can be extended with finger strength. Based upon the evaluation results and the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action (wy-2013-80) issued for this failure mode. (B)(4).